Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right ventricular lead exhibited high capture thresholds; a lead dislodgement was suspected. The lead was explanted and replaced. The patient's condition was stable before, during and post procedure.